Event description:
During right heart cath, syringe that came with edwards ref13f7 swan-ganz, lot 66142269 broke off of the swan catheter, unable to deflate balloon while in patient body. Balloon port was cut to deflate balloon to remove swan-ganz catheter from the body without injury. No injury to the patient.